Event description:
It was reported that the patient was having staphylococcus infection at the battery site. It was unknown the cause of infection. Blood work was done and the results were normal. The patient was placed on antibiotics.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.